Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out of range pace impedance measurement and high pacing threshold measurements. The lv lead and crt-d were reprogrammed. No adverse patient effects were reported.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion and this left ventricular (lv) lead was capped and abandoned. A new device and lead were successfully implanted. The crt-d was returned for analysis. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating imaging was unable to identify any anomalies with the system. At the revision procedure, the left ventricular (lv) lead was tested via a pacing system analyzer (psa) and exhibited high out of range pace impedance measurements. The lead and device connection was checked and appeared to be secure. No additional adverse patient effects were reported.